Event description:
It was reported that an everest polyaxial screw sheared off below the tulip intra-operatively. There were no adverse consequences to the patient but an unknown surgical delay was reported.

Manufacturer narrative:
Additional information was received and populated in field b5.

Event description:
It was reported that an everest polyaxial screw sheared off below the tulip intra-operatively. A portion of the broken screw was left in the patient. There were no adverse consequences to the patient but a hour surgical delay was reported.

Manufacturer narrative:
A visual inspection was performed and the screw tulip fracture was confirmed with the fracture site sheered similar to a torsional fracture. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. The everest degenerative surgical technique - us version was reviewed and the following identified: screw insertion: when using an everest polyaxial screw inserter, grasp the implant by the shaft of the screw and apply a downward force to engage the screw into the hexalobe fitting of the screwdriver shaft. Thread the knurled wheel in a clockwise direction until the implant is securely attached to the inserter . To disengage the screw inserter, gently turn the knurled wheel in a counter-clockwise direction, and remove from the surgical field. Due to the fracture site having a sheared surface and a starting fracture point, it is likely that excessive torsional force was applied to the screw leading to the failure mode.

Event description:
It was reported that an everest polyaxial screw sheared off below the tulip intra-operatively. A portion of the broken screw was left in the patient. There were no adverse consequences to the patient but a hour surgical delay was reported.